Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021 concomitant medical product: unknown, therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient is experiencing pain since wearing her new orthopak. The patient was called to ask about more details but a message was left.